Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc coin battery was evaluated and replaced. The bios settings were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and would not reboot. No patient serious injury or death was reported related to this event.